Event description:
Patient returned for post op x-ray after a four level cervical from c3 to c7. X-ray showed one screw backing out of plate. Surgeon is not planning a revision.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.